Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the bending section cover adhesive was worn and cracked, the scope cover was scratched and dented, the bending angle did not meet specification, switch #1 was cut, and the adhesive around the charged coupled device and light guide lenses was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope failed the microbial test three times during reprocessing. The scope was not used after the first failed test. There was no reported patient harm or impact due to this event.